Manufacturer narrative:
Conclusion: replaced top cover.

Event description:
It was reported by repair work order that the top cover was damaged and there was evidence of fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.